Event description:
The information provided to sjm indicated the valve was removed due to aortic regurgitation. It was reported during explant, the implanted valve appeared symmetrical with no stent deformation. The valve was removed and replaced with another manufacturer's 25 mm valve. The patient was reported to be doing well.